Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017 (implant date) as no event date was reported. This was reported by the patient's lawyer. The device was implanted by dr. (B)(6). The device was explanted by dr. (B)(6) at (B)(6) hospital. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sling was implanted during a robotic total laparoscopic hysterectomy bilateral salpingo oophorectomy procedure performed on (B)(6) 2017. According to the complainant, post-procedure, the patient felt severe pain and remained in the health care facility overnight. The following morning, the nurses removed the catheter despite severe pain and inability to void. A catheter was placed again, after waiting for more than 8 hours, resulting in 700 ml of urine being emptied from her bladder. The patient was discharged from the health care facility, with catheter remaining in place, on (B)(6) 2017. On (B)(6) 2017, the patient was seen by the physician for follow up and removal of the catheter. However, the patient was unable to urinate and the catheter had to be replaced. At that time, the patient also complained of ongoing severe pain and burning. She was advised that her symptoms were a normal part of the recovery process. On (B)(6) 2017, the patient was seen by the physician for the removal of the catheter. Again, the patient was unable to urinate and the catheter had to be replaced. She was taught on how to self-catheterize. For the next several months, the patient continued to experience severe burning pain and inability to urinate. The patient had to self-catheterize in order to urinate. She also experienced severe pain when attempting to be sexually active. Despite the symptoms, the physician still advised that her recovery process was normal. On (B)(6) 2017, the physician was seen by another physician for her ongoing symptoms which included the following: inability to void, pain, pressure and burning. During examination, the physician found palpable painful cords and thin palpable mesh fibers, thus removal of the mesh was recommended. On (B)(6) 2017, the patient underwent sling removal including removal of the mesh anchors from the obturator muscles. During surgery, the mesh was found embedded in the urethral wall and the anchors was deeply embedded in the muscles. This report was originally submitted via asr. Report identification number: (B)(4). Submission period: march 1, 2019 to may 14, 2019. Asr exemption number: e2013036. Pro code: pah.